Event description:
It was reported that this right ventricular (rv) lead was suspected to exhibit loss of capture (loc). Technical services (ts) was consulted and discussed that frequent premature ventricular contractions (pvc) occasionally fell into the absolute blanking period and were not marked. Subsequent ventricular pacing occurred during the intrinsic refractory period resulting in functional non-capture. Reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.